Event description:
Boston scientific received information that a short circuit condition was detected with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. According to the field representative the patient was in ventricular tachycardia (vt) at the time of the observation. An initial shock was delivered which converted the rhythm, but then vt reoccurred and with the delivery of the second shock the short circuit condition code was noted; however, successful conversion of the vt was noted. Again, the patient went back into vt and a third shock was delivered, which had normal impedances, and converted the rhythm. Other episodes following were nonsustained ventricular tachycardia. Boston scientific technical services (ts) discussed potential impact to the products and that further evaluation would be required, and that replacing one or both products may need to be considered. Additional information was received that no further device intervention was performed due to other patient health conditions. The patient died eleven days following this event due to a non-device related cause. It was believed that the device system was not explanted post-mortem; at this time no products have been returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.